Event description:
It was reported that a pt had oozing around the sheath prior to deployment, which caused a hematoma and the device sheath could not be passed. Hemostasis was achieved with manual compression. The actual date of the event is unknown. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.